Manufacturer narrative:
Investigation summary: no sample was received. Investigation conclusion: there was no documentation of issues for the complaint of batch 8100542 during this production run. This is the first complaint for the lot# 8100542 for the same defect or symptom. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that the syringe 10ml saline fill (B)(6) sp experienced a damaged/cracked/deformed syringe barrel noted during use. The following information was provided by the initial reporter: during use, the customer found the syringe barrel has crack.